Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the right lead/extension connection side. As such, surgical intervention took place on (B)(6) 2026 wherein the area was cleaned. Patient was placed on antibiotics to address the issue.

Manufacturer narrative:
An infection at the right lead/extension site(s) was reported to abbott. Surgical intervention took place wherein the area was cleaned. Patient was placed on antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.